Event description:
According to the reporter, during oral surgery to reposition the jaw, surgeon implanted plate and screws. He then needed to reposition the plate because the pt's bite was off, and removed the plate and screws. As the surgeon was rebending the plate to re-implant and the plate broke. The surgeon then selected another plate, re-bent and installed the plate, and completed the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Devices(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.